Event description:
As the table was lowered it came into contact with the slip ring of an IV pole. This caused the table to lift off the ground and tilt towards the operator. The operator used the level command to level the tabletop. After the IV pole was removed and the table was set back onto the floor, the tabletop shifted to the left and the patient dropped to the floor. This occurred at the conclusion of the procedure while the pt was being taken from the table. No report of patient injury.